Event description:
During the index procedure an in.pact av access was used to treat a lesion in the left arm cephalic vein. A protégé gps was later used to treat the left arm basilic vein. Approximately 24 months post index procedure patient suffered stenosis of stented area in basilic vein. Angiogram revealed an area of 70% stenosis in the junction of overlapping stents in the level of the elbow. This stenosis was to be treated with balloon angioplasty. However, during the procedure, the balloon (cook advance 18lp low-profile pta balloon) ruptured, requiring surgical removal of fragments. Otherwise, flow was normal within the fistula. The event was treated with percutaneous intervention. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.